Manufacturer narrative:
(B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. This device is included in the medical device correction, "impact of cycling feature on longevity and recharge interval", customer letter (february 2014).

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) found no significant anomaly. It was noted the ins battery was at normal end of life and telemetry and output were okay. The ins was received in an eos condition. Destructive analysis of the ins showed the battery to be depleted. Destructive analysis of the battery did not find an internal anomaly that would have caused premature battery depletion. No visual or electrical anomalies were found with the hybrid circuit that would have caused premature battery depletion. A longevity estimate was done based on the programmed parameters from the initial review of the ins and assumed 500 ohms impedance based on the fact that it was running in unipolar mode with one negative electrode. The estimate was 23.93 months to eri and 2.24 years to eos. The ins was implanted 24.8 months. Based on the longevity estimate and analysis of the ins, it appears this ins reached a normal eos condition.

Event description:
It was reported that the implantable neurostimulator (ins) experienced premature battery depletion and was replaced. The ins was implanted (B)(6) 2012 and replaced (B)(6) 2014. No diagnostic testing or troubleshooting were performed, and the cause of the issue was not determined. It was unknown if there were any patient symptoms associated with the event. The patient status was reported to be alive with no injury. Additional information reported that the patient therapy was unknown. It was thought the issue was due to therapy cycling mode. It was noted that ¿it was under consuming.¿

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.